Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The expiratory valve coil and a pressure transducer printed-circuit board (pcb) were replaced during on-site troubleshooting. The replaced parts were returned for investigation. The expiratory valve coil was found faultless. The reported pressure transducer sub-test failure was reproduced during testing of the returned pressure transducer pcb in a reference ventilator. The pressure sensors' offset value had drifted and exceeded the allowed limit (±300mv from default). During ventilation testing, an alarm for high peep (positive end expiratory pressure) was generated. Microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensors' chip. It was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip. Earlier investigation of other pressure transducer pcb's has shown that once the dirt was removed the pressure transducer functioned normally and no offset drift was noticed. Based on the received device logs, they have shown that the pre-use checks tests had been failing since (B)(6) 2016, and as a result, the date of event was updated accordingly.

Event description:
(B)(4).